Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system appeared to exhibit left ventricular (lv) lead non-capture and right ventricular (rv) lead non-capture with wide complexes noted on the shock channel. This crt-d remains in service. No adverse patient effects were reported.